Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt contacted lifescan (lfs) on january 25, 2007,and alleged that her meter was not powering on when pressing the power button. The pt was diagnosed with diabetes and obtained her new meter in october of 2006. In the middle of december; the meter stopped powering on. She replaced the battery, but it still would not power on. She did not have another meter to test with. On december 23, 2006, at approx 11:00 a.m. While in class, she became dizzy and hot and thought she was going to pass out. She reported that she began feeling dizzy a few days prior. She called her physician at that time and he advised her to have something to eat or drink. He also advised her to contact lfs for assistance with the meter. She was given a candy bar and she felt better within mins. The pt's diabetes is currently diet-controlled; therefore no changes were made to her regimen. The meter issue was not resolved with troubleshooting. This complaint is being reported as the meter issue was not resolved and the pt was unable to test on her meter. She alleges she subsequently suffered a hypoglycemic event. A replacement meter has been sent.